Manufacturer narrative:
The explants were not returned for analysis as the patient opted to keep them. Further information such as lot numbers and x-rays were not provided. As a result, we were unable to determine the underlying cause of the failure. Possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
Seaspine became aware on 25 apr 2024, that a revision surgery took place on (B)(6) 2024, due to loosening of a locking cover and screw following the initial surgery on (B)(6) 2024.